Manufacturer narrative:
Further troubleshooting was recommended. The local area sales representative later confirmed that a maximum energy shock was not ever delivered to test the system. The patient had a non-heart related surgery which triggered the out of range impedance. No surgical intervention or re-programming is planned. Dft testing was successful. There was no evidence suggesting a lead specific issue versus a device and lead connection issue and there were no adverse patient symptoms. Evidence suggested that external electrical equipment had interjected electrical signal that appeared as noise. As no further information concerning this report is expected at this time, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead in association with the cardiac resynchronization therapy defibrillator (crt-) did exhibit out-of-range shock impedance measurement less than 20 ohms. All other measurements were normal and the low shock impedance occurred only one time. It was discussed that there could be a lead integrity issue, possibly intermittent and that the only true test of the system would be to deliver a maximum energy shock.